Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An administrator reported loss of tracking during a lasik procedure on a patient's right eye. The procedure was exited and reentered to complete the procedure.

Manufacturer narrative:
Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. (B)(4).